Event description:
The lay user/patient contacted lifescan alleging that his onetouch ultralink meter was reading inaccurate erratic. The customer care advocate walked the lay user through a control solution test and the result fell outside of the specified control solution range. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.